Manufacturer narrative:
Six (6) single inner set screws [product code: 1797-02-000, lot numbers: armdjf (x3), arncrp (x2) and rl199611], were returned to the complaints handling unit (chu) for evaluation. Visual inspection of the set screws revealed no thread damages. Witness marks, which is a straight line impressed on the backside of the set screws, were noted on one of the returned set screws. Witness marks were not observed on the other 5 remaining set screws. A review of the device history record was conducted. No issues were identified during the manufacturing and release of this product that could have contributed to the problem reported by the customer. No emerging trends were found requiring further actions. The root cause for the single inner set screws loosening postoperatively and the threads on the x-tabs and uniplanar screws tearing cannot be positively determined. Per the visual inspection it was noted that only one of the set screws exhibited witness marks, which suggests that the set screw was final tightened onto the rod. The other set screws did not have the witness marks which suggests that these set screws were not final tightened onto the rods, which would have made the witness marks. As there has been no issue identified in the manufacturing or release of the device that could have contributed to the problem reported by the customer and no systemic trends requiring immediate action have been observed, this complaint file will be closed with no further action required. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
A follow up report will be filed upon completion of the investigation. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Email from (B)(6): patient had a set screw pop off post op. Revision has not been scheduled. Complaint is a reportable malfunction and adverse event. Alert date (B)(6) 2015. Decision tree is reassessed based on conversation with sales rep. During the revision procedure, which took place (B)(6) 2015, the doctor noted five additional set screws were loosened to the point where the set screw could be moved with one finger. Doctor removed only the loosened set screws which were returned to the chu. Changes to the construct integrity including broken, loosened, migrated devices have been known to pose risk for serious injury to the patient including risk for damage to nerve structure or the need for revision surgery. Depuy spine reports all non-planned revisions as MDR events, regardless of manufacturer of devices being removed.